Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The probes are giving erratic readings. The hospital is a regular user with good experience. Additional information has been requested. Linked to mfg. Report numbers: 2023988-2017-00012, 2023988-2017-00013, 2023988-2017-00014, 2023988-2017-00015, 2023988-2017-00016, 2023988-2017-00011, 2023988-2017-00018.

Manufacturer narrative:
Integra has completed their internal investigation on march 16, 2017. The investigation included: methods: review of device history records. Review of complaints history. Results: the catheter has not been returned for investigation. DHR review; there were 12 lots model 110-4l shipped to the customer from january 1st 2016 to january 15th 2017; their batch history records indicating that all requirements met before they were released to finished goods. Complaints history; there were 12 other complaints that issued with complaint code perf032, and one of them was confirmed. Failure rate percentage (B)(4). Conclusion: could not be confirm since the customer did not return the device for evaluation.